Manufacturer narrative:
The exposed portion of the soft cannula was observed to be short. The length of the soft cannula was measured to be below specification. It could not be determined when or how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. It was reported that the pod was leaking insulin. As treatment, the patient was able to successfully activate a new pod.